Event description:
It was reported that the patient complained about a loss of stimulation two years after implant. All impedances were over 10,000 ohms without any stimulation possible. During the revision the surgeon found that one electrode was visible damaged. Two leads were replaced.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.